Manufacturer narrative:
(B)(4).

Event description:
It was reported that several vf episodes caused by noise due to insulation failure were observed during device interrogation. Patient received inappropriate antitachycardia pacing therapy and inappropriate hv shocks due to noise. Noise was not reproducible with proactive maneuvers. Programming changes were made to avoid further inappropriate therapies. Patient was fine and was hospitalized for lead replacement. Lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to patient during the procedure. Patient's condition was fine.